Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the urgent care at their school with hyperglycemia and large ketones. The patient's blood glucose levels reached around 500 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the pod cannula was found completely bent and the infusion site was red. Symptoms reported include the patient feeling agitated and upset. The patient was treated with manual insulin pen injections. The patient was discharged on the same day.